Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The viper final tightener driver [product code: 2867-45-550, lot no: ag2093854] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static shear failure starting at the driver hex and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static shear failure starting at the driver hex and is extended to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trends were observed. Therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the product broke during the procedure. Requests have been made for clarification but no information has been received. As it is possible that the tip of the final tightener driver broke intra-operatively, this medwatch report is being submitted to document the event.